Event description:
The hosp initially reported that they noted fine slits in the venous reservoir bag prior to going on bypass and the device was changed out. Further discussions with the hosp perfusionist on 3/2002, indicated that the slits were noted within the first two minutes of bypass. There was no reported affect to the pt.